Event description:
Report received of an undocumented number of undocumented incidents of the specimen tubes arriving empty to the contract laboratory. The customer reports that it has not been reported from the contract laboratory that there are any cracks or physicial damage to the tubes upon their arrival to the laboratory. The staff at the contract laboratory has reported to the customer that "they feel over the past few years the type of lid has changed and seems to fit differently and they believe the spinal fluid is leaking from the lid." The specimen tubes are flown from northern california to southern california either the same day or next day. The laboratory staff reported to the customer "the tubes never appear to have physical damage, but upon arrival there is no specimen in the tube." The patients need to be re-stuck for another sample. Some of the re-sticks involve children. The need for re-collection has caused a delay in treatment by about 24 hours. No report of adverse pt effect. Additional pt information was requested, but no pt specific information was available.